Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and verified the barcode scanner alignment. The fse inspected the label with a magnifying glass and stated that there were no additional markings or gaps in the bars. The fse stated that the bars did not bleed into each other but they were not very sharp either. The fse scanned the barcode multiple times and noticed that the instrument label read continuously flipped back and forth between (B)(6). The fse tested other barcode labels and the instrument read consistently. The customer will not let the fse to remove the original tube and label from the laboratory. Conclusion: failure mode is unknown but the instrument gave a 'no match' message to alert the operator of the issue. (B)(4).

Event description:
The customer reported that the barcode label (B)(6) was misread as (B)(6) when scanned using the handheld scanner on the lh 500 hematology analyzer. The customer indicated that the instrument generated a 'no match' message after reading the sample ID (identification) as (B)(6) in automatic mode. The sample was repeated the following day on (B)(6) 2013 and the instrument gave a no read (sample ID: - - - - - - - -). A review of the provided data indicated that the results between the 2 runs matched. The misidentified sample ID results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer is currently using code 128 barcodes with checksum enabled. The event occurred after the customer's it department updated the host computer and replaced the barcode label printer.